Event description:
It was reported that while performing an a-fib procedure, the patient had a pericardial tamponade that was slowly developing during the procedure. The patient's left atrium is small in size. The physician used a non-bwi sheath (st.jude medical sl-1 sheath) and a navistar thermocool smarttouch d-curve. At many points, the carto 3 system signaled very high contact forces by the screen blinking in red. At points, the catheter got stuck in the sheath with the electrodes and this caused a 5mm uncontrollable jump. The patient was sleeping and the breathing effect from this was big. This also caused very high contact forces (screen blinking in red) at some points. The physician believed one of these two reasons caused the pericardial tamponade, however, could not determine which one. The patient had to have a pericardium puncture. The patient stayed overnight in the hospital and is now fine. The case was finished successfully with a regular navistar thermocool catheter and the pericardial tamponade was noticed after the procedure was finished. This concomitant product information was not available to bwi until (B)(4) 2012. Thus the awareness date for this complaint is (B)(4) 2012.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01 serial #: (B)(4). Smart touch unidirectional catheter (device not marketed in USA/ product not returned for investigation): model #:d-1336-01-s lot #.: unknown. Regarding the carto 3 system, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. Manufacturer's ref. No.: (B)(4).